Manufacturer narrative:
03/04/1999 supplemental report #1 sent to FDA. Corrected data entered in d-9. Device evaluation indicated and codes entered in h3 and h-6. Device not available for evaluation.

Event description:
The device was used during an "lar" procedure. Reportedly, the staples did not form properly. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.